Event description:
It was reported that caller received repeated change cartridge messages while attempting to replace cartridge. There was no reported impact to the customer¿s blood glucose level. Customer tried multiple cartridges before calling, then followed technical support guidance to run load process without cartridge and later with new cartridge containing room temperature insulin and no air, after which pump successfully completed load process, insulin delivery resumed, and caller was advised to call back if problem persisted.